Event description:
Allegedly the patient dislocated. The cup and head disassembled when the surgeon performed closed reduction. Low activity level.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. Photographic images were made of the returned product.evidence that product in specification when used.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
(B)(4).